Event description:
Description of event: the patient continued to say that apparently flowonix got sued before since apparently a patient died of an overdose with a MRI or something. The patient said that flowonix required the pump to be drained before having a MRI. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).